Manufacturer narrative:
The field service engineer found the rinse mechanism was overflowing. He cleaned the sample probe, adjusted the rinse levels, and changed the cuvettes. The customer ran calibration and qc with no further issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen 2 result from the cobas 8000 cobas c 701 module. The initial result was 3.2 mg/dl with a data flag. The system automatically reran the sample and a result of 9.1 was obtained. The questionable result was reported outside of the laboratory. A corrective report was generated the repeat result matched the clinical picture for the patient. The reagent lot number and expiration date were requested but were not provided.